Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
It should have also included: additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4) and 383146 description: linear 3-4 lead, 50cm. Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
It should have also stated that additional information was received that the reason for the explant procedure was due to pocket pain and ineffective therapy.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.